Event description:
It was reported to medtronic minimed that the customer experienced sensor glucose vs blood glucose reading difference. The difference was outside of the acceptable range, insulin delivery was not suspended due to sensor glucose vs blood glucose reading difference., unable to charge, led anomaly, loss of communication between pump and transmitter . The customer reported no adverse event. The event involved product(s) mmt-7040a, mmt-7841zn. Troubleshooting was performed. The blood glucose value of 90mg/dl and sensor glucose value of 55mg/dl, the difference was outside the acceptable range (greater than 30%). Customer is reporting a discrepancy between sensor glucose vs. Blood glucose which is not within range. Transmitter failed tester procedure. Tester procedure for transmitter customer requested to run test plug procedure. No damage reported to transmitter. No harm requiring medical intervention was reported. It was unknown whether the customer will continue to use the device. Mmt-7040a was requested and customer response was the device will be returned. Mmt-7841zn was requested and customer response was the device will be returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: customer also mentioned bleeding at site and receiving calibration not accepted and change sensor alerts.